Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that prior to device insertion, the patient was receiving multiple inotropes/pressors and had an intra-aortic balloon pump (iabp) in place. Pink-red urine was noted upon arrival. After transfer to the ICU with impella support, the family decided to withdraw care. The impella was turned off following best practices, and the patient subsequently expired.

Manufacturer narrative:
Clinical assessment: an 82 year old male patient was admitted for acute myocardial infarction and cardiogenic shock. Following initial treatment with an intra-aortic balloon pump, the patient was escalated to an impella cp. On arrival to the intensive care unit, hematuria was noted. Due to the poor prognosis of the underlying disease, care was withdrawn according to the patient's family's wishes and the patient expired. Death was most likely to be caused by the underlying disease but will be conservatively coded to the impella cp.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the hematuria was not determined due to insufficient clinical details.